Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no patient harm. The initial reporter was unable to verify if the clip applier was not used on the patient. The robotics coordinator was not in the case and was unable to provide information on who was in the case. The robotics coordinator was unable to verify when the clipping issue was identified, but informed it was likely when attempting to apply the clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and had no physical damage. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively. The complaint was confirmed by failure analysis.